Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was over delivering insulin. The customer¿s blood glucose level was 220 mg/dl at the time of the incident, and 241 mg/dl at the time of the call. The customer had just had surgery and was in recovery. Troubleshooting was not completed as the customer declined. The customer stated they would go to their doctor to fix the issue. The insulin pump will not be returned for analysis.